Manufacturer narrative:
The tech found the brake caster inoperative. The tech replaced the head end brake caster to resolve the issue.

Event description:
The account alleged the head end brake caster will not lock. No pt impact.